Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they woke up with a high blood glucose of 425 mg/dl. The customer stated they changed the infusion set and treated their blood glucose with the insulin pump. Customer declined to troubleshoot for their high blood glucose. It was also reported the customer had two bent cannulas with their infusion set. The insulin pump will not be returned for analysis.